Event description:
On june 1, 1992, patient had subclavin infusaid (infue-a-port) inserted for long term vascular access for the administration of chemotherapy. A chest x-ray revealed a fracture of the infusaid catheter. On 12/14/92, patient underwent removal of the external portion of the infuse-a-port in the or suite, and removal of the distal intravascular portion in the cardiac cath suite. The entire catheter was removed with out complications, and the patient was discharged on the following day.our investigation involved gross pathological examination of the two (2) portions of the infuse-a-port, as well as physician and manufacturer opinion.our conclusion, at this point in time, is that the event is a known, but rare, complication of the infuse-a-port. In our opinion, the event occurred in this particular patient due to the anaatomical size of her infraclavicular space; i.e.; the catheter was caught between the fascia of the clavicle and the patient's first rib. This anatomical variation coupled with the patient's active lifestyle, led to the squeezing off and subsequent fracture of the catheterdevice labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination, other. Results of evaluation: telemetry failure, none or unknown, patient's condition - predisposed event, port. Conclusion: device failure related to patient condition. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: other. Invalid data - on device destroyed/disposed of status.